Event description:
It was reported ureteral tissue was noted in the basket during retrieval. The pt underwent surgery and a portion of the ureter was inserted back into the pt's bladder successfully. The pt is good. No further details regarding the circumstances surrounding this event are available. The device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated tissue was present in the basket assembly. Two of the four paired wires were broken in the middle of their lengths. The broken edges were examined and it was concluded the wires had been cut. The basket was shaped as though a stone had been captured. The direction for use indicate: "some stones may be too large to be removed endoscopically with a stone retrieval basket. To avoid stone impaction, fluoroscopy or x-ray should be used to determine the size of the stone; do not use the segura basket if the stone is too large to be removed endoscopically or held in the basket. Based on the engineering evaluation, it appeared the basket encapsulated a stone which was attached to the ureter wall or stuck in the pt. This would require the physician to cut the wires and to free the device. Therefore, co believes the pt's anatomy and/or user handling rather than the product were contributing factors to this event. The direction for use state as potential complications: "ureteral perforation; entrapment of calculi too large to be removed; ureteral evulsion; hemorrhage, kidney perforation, inability to disengage from irretrievable stone; edema, basket inversion..if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force."